Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that for the past 3 months the patient has been experiencing a sensation of "sticking needles" in their vagina. The patient said that they told their doctor about this and the doctor told them to try different programs. Patient said they tried all 7 programs and it kept going to their vagina like it was a pin sticking in them so the doctor cut it off. Patient said the doctor turning ins off resolved the issue. The doctor said that the reason for this was that the patient had a lot of falls and that may have caused the position of the implant to move. The device is turned off and the patient's incontinence is terrible. Patient has to change every hour or so and they get the urge to go to the bathroom and when they stand up the urine starts and they have no control over it until they get to the restroom and then they have a mess on their clothes. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue and discuss next steps.

Event description:
Additional information was received from the patient. They reported that they were trying to get an MRI of the brain and couldn't get the device into MRI mode. Walked caller through putting the device into MRI mode. Patient had been selecting the wrong application on the smart programmer. Patient had mentioned that they had been experiencing electricity shooting down to their vagina. It was a stinging or burning sensation. Patient had mentioned they had been passing out and falling so the urologist said they thought the lead could have come loose. Prior it had been working good for a year to year and a half. They had the patient shut off the stimulation. When they connected to the stimulator it said the stimulation was on. Patient didn't know how the stimulation got turned on. Patient has been wearing two diapers plus a panty liner. In two weeks the patient was supposed to go to a specialist.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked about the cause of the "sticking needles" sensation they stated it was unknown but possibly due to falling. When asked what steps were taken to resolve the issue they stated that they were hoping to have the "broken implant" removed and replaced with a new implant. This had not yet been resolved. They stated that the falls effect on the device was not known.